Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument involved with this complaint and completed the device evaluation. Failure analysis identified no damage on the conductor wire as initially reported. Further inspection found a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The pcs instrument was tested for electrical continuity and passed. Isi has reviewed the site¿s system logs and identified that the pcs instrument was last used on the da vinci system sk1811 for a procedure on (B)(6) 2020. The pcs instrument has 10 usages allotted to it and records show that the instrument has 2 remaining usable lives. Isi has also reviewed the site¿s complaint history and no related complaints have been identified. Based on the failure mode, no photo or video from the procedure was provided for review. Follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 2 remaining usable lives, therefore, had not expired. Implant date is blank because the product is not implantable.

Event description:
It was reported that during central processing, the permanent cautery spatula (pcs) instrument was found to have a broken conductor wire. There was no report of patient involvement.